Event description:
The complaint involved a patient who underwent hip revision surgery on (B)(6) 2014. The original surgery occurred on (B)(6) 2014. The revision surgery occurred as a result of joint dislocation. The bipolar head and the femoral cocr head were revised to new omni implants of the same size.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.